Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. Functional testing was unable to duplicate the reported symptom, however a review of the error log confirmed that a ventilator inoperative error had occurred. The main interface board needs to be replaced to address the reportable malfunction/issue. The device lease term was expiring, therefore the device was returned to the customer unrepaired.